Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15160-0615-1s (lot: 232896730); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent had poor deployment and fraying on the distal end. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid artery (ica) c2 segment aneurysm with a max diameter of 6 mm and a 3 mm neck diameter. The landing zone arterial diameter was 3.5 mm distally and 3.8 mm proximally. Ica access vessel diameter was 3.5 mm. It was noted the patient's vessel tortuosity was strong. The angiographic result post procedure was reported as "no change in particular for defective products". Poor tip/distal stent deployment. In the mca, resheathing was performed only once to retract the sleeve. When it was resheathed, the tip was frayed and could not be opened, so it was resheathed and removed from the patient with the phenom 27 microcatheter. The ped2 and phenom 27 were replaced with new ones of the same model but different lots to complete the procedure. No patient symptoms or complications were associated with this event. There were no complaints reported for the phenom 27. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline.